Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The event was initially reported under 0002648920-2018-00102.

Event description:
It was reported the patient underwent a left initial total knee arthroplasty. Subsequently, the patient was noted to have experienced minimal lateral subluxation of the left patella, joint effusion, and periarticular soft tissue swelling approximately four years post-implantation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The reported patella is not compatible with the competitor products. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the package insert associated with this product, it is stated do not use components and/or instruments from other knee systems unless expressly labeled for such use. However, it is unknown if the subluxation of the patella was caused due to the incompatible products. Hence, root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.